Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead experienced placement difficulty. The lead exhibited resistance when inserted through the introducer and would not pass the introducer. The lead and introducer were then removed, as the introducer was suspected to being kinked. However, upon inspection, the introducer was found to be intact. The lead appeared deformed. The deformation remained even after the stylet was removed. A new lead was implanted instead using the same introducer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead was received with a stylet inserted into the lead at the time is was received at analysis. The analyst was able to remove the stylet without any resistance. The analyst noted that the lead did not appear deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.